Manufacturer narrative:
The reason for reoperation: deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Patient reported ¿right side deflation¿. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: analysis of the returned device identified: delamination of the plug strap, opening on posterior and yellow particles inner the shell. Leak test and microscopic analysis was performed which identified: sharp opening, delamination (>75% total separation). A dimension measurement in the shell was performed which identify the thickness within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp opening on posterior assessed as an unidentified (tear) opening. A delamination total of the valve (cohesive failure).

Event description:
Patient reported ¿right side deflation¿. Device has been explanted.

Manufacturer narrative:
Additional, corrected, and/or changed data: b.5., d.7., h.6.

Event description:
Device was explanted.